Event description:
The pump was returned for large prime volumes. Investigation revealed that the force sensor was out of calibration and the force sensor plate was contaminated. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the pump was unable to detect the cartridge during the load step. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. Investigation revealed contamination on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.